Event description:
It was reported by service report that the lift here labels are not visible to the operator. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift here labels. The reason for the serialization starting with (B)(4) is to provide clarification following a change in strykers electronic complaint systems.